Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was 185 mg/dl. At the time tandem technical support was contacted, the bg level had not yet lowered and the customer delivered a bolus. Reportedly, there was a delay in clearing the altitude alarm. However, the customer was able to clear the alarm and resume insulin delivery.